Event description:
Pt reported they were ready to infuse hizentra 10gm prefill syringe directly in pump and the pump popped and pump cannot unwind and is not working. Per pt, pump is about 5 years old. Pt placed hizentra 10gm in refrigerator, rph advised pt it can be stored below 77 degrees. Pt also had drawn remaining 5gm in 50ml syringe which they will not be able to infuse as it is not stable for more than 8 hours. Pt is not able to do manual push due to neuropathy. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 15gm. Hizentra indication: chronic inflammatory demyelinating polyneuritis. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - unknown; is device associated with event available for return? - unknown.